Event description:
A patient suffered a burn during an unknown procedure. The distributor notified the manufacturer of the event, requested materials information, and promised follow-up on the investigation.